Manufacturer narrative:
The condition of failed to audibly alarm was confirmed through evaluation and was found to be due to pinched speaker harness. The speaker harness was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During service by baxter a colleague infusion pump failed to audibly alarm. This event was found during product evaluation. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information was available.